Manufacturer narrative:
Patient demographics (date of birth) were requested but not provided. This is one of three submissions from the same patient event. The others are 1220246-2016-line 163347-00275 and 1220246-2016-line 164932-00287. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Another manufacturer's device ( an allograft) was also used in the procedure and for which no sterilization information is available. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned,

Event description:
It was reported that there was a patient infection after two years post-op from an acl reconstruction procedure. During the surgery, the graft and device(s) that were originally implanted were retrieved. The graft was sent for culture laboratory testing. The laboratory results reported the presence of pseudomonas infection at the end of the graft suture. The graft was retrieved and the infection has been contained. Follow-up investigation: the allograft was not an arthrex allograft, manufacturer unknown.